Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a disconnection between the titanium adapter and the pd catheter which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the disconnection was due to a use error which occurred four days prior to the peritonitis event. The use error was further described as the patient ¿got tangled up¿ in the bed sheets and accidently pulled the titanium adapter out of the catheter. The patient reported feeling moisture. The patient clamped the catheter, tried to disinfect and connected the titanium adapter back to catheter. The patient was not hospitalized for the peritonitis. Four days after the use error occurred, the patient was treated with intraperitoneal (ip) vancomycin (2 gm, once in three days), and ip fortaz (dose, frequency not reported) for the event. Two days later the vancomycin frequency was changed to once in four days and the fortaz was discontinued. At the time of this report, the patient was recovering from the event and vancomycin therapy was ongoing. Dianeal therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.